Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex artery. A 15mmx2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of same device. It was decided to send the patient to a rota facility. No patient complications reported.

Manufacturer narrative:
Device evaluation by MFR: the device was returned for analysis. Visual and tactile inspection revealed that there were no issues identified with the balloon and hypotube shaft profile. No kinks or damages were noted with on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. For leakage test, the device was soaked in a water bath at 37 degrees celsius in order to facilitate balloon inflation. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was noted. The pinhole was located approximately 1mm proximal from the proximal edge of the distal markerband.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex artery. A 15mmx2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of same device. It was decided to send the patient to a rota facility. No patient complications reported.